Manufacturer narrative:
Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. There is a bright white line at the top not the middle of the screen. This is because the thin plastic strip located above the lcd display is missing. Finally the middle (enter) keypad button is cracked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 to 400 mg/dl. In addition, customer¿s blood glucose level was 410 and 80 mg/dl. Customer reported that the insulin pump had partial display. Customer has been advice to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.